Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure the nurse noticed that the volume in the remove bag was significantly less than what the displayed removed volume was. Due to a potential fluid replacement overload, the procedure was stopped. A physician was contacted and the pt was monitored for fluid overload and given lasix prophylactically. The pt did not experience any symptoms of fluid overload and is currently stable with normal vital signs. The displayed removed volume was 3746 ml, but the pt had 1450 ml of plasma removed, and received 3282 ml of replacement fluid. The disposable was discarded by the customer, so will not be available for eval. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the customer stated that the nurse performing the procedure noted jerking of the plasma line above the plasma pump. This can possibly be caused by an air block or other occlusion in the plasma line. Investigation eval and corrective actions are in-process. A f/u report will be provided.